Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm accordingly for 1 minute each. However, the balloon ruptured at second inflation and device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.